Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 10-aug-2019, UDI #: (B)(4). Product ID: 8782, serial/lot #: (B)(4), ubd: 24-apr-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (2000.0 mcg/ml at 12.3 mcg/day) and bupivacaine (20.0 mg/ml at 0.123 mg/day) drug via an implanted pump. The indication for use was non-malignant pain and radiculopathy. It was reported the patient had a positional headache at pump programming visit. The event date was noted as (B)(6) 2018. A blood pa tch was scheduled and performed on (B)(6) 2018. The clinical diagnosis was disabling headache consistent with that of a lumbar puncture. It was indicated the event was related to the implant procedure. The patient's baseline weight was not measured. The issue resolved without sequelae on (B)(6) 2018.